Event description:
It was reported that during a laparoscopic appendectomy procedure, after firing, jaws would not "roticulate" or open. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the jaws eventually open? If the jaws did not eventually open, how was the device removed from the tissue? Jaws would not ¿roticulate¿ or open. Could the end effector not be unlocked from its articulated angle (would not fully straighten or return to its home position)? On which firing did the event occur? What color reload was being used? F/u response: no further information available at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight, right and left articulated positions with test cartridge reloads and achieved its complete firing sequences without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.